Event description:
It was reported that, during patient use, the ventilator's display showed lines across the screen. The patient was removed from the ventilator and placed on a second ventilator. There was no harm to the patient as a result of the event. The service engineer evaluated the ventilator and confirmed the customer reported condition. To resolve the condition, the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb) was replaced. The ventilator passed self-testing.